Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the electrode was missing after removing the sensor off the body. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer was advised on how to check if the electrode stayed in the body. The sensor will not be returned for analysis.